Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia/dka and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis. The patient reported the following history. (B)(6). The patient reported to the emergency room and was hospitalized for one night. The patient was treated with intravenous fluids and insulin. At the hospital the patient experienced shortness of breath and had chest x-rays, the results were not provided. The patient removed the pod and reported the cannula was bent. The pod was worn between 24 and 36 hours on the back.